Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the device was not working like it was supposed to and was causing pain. Patient services redirected them to their hcp. No further device issue alleged / identified. No further patient symptoms or complications were reported.